Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to failure of the plug unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The scope passed the water leakage test without issue. However, no image was received on the scope. Additionally, while there were no signs of fluid invasion, a defective plug unit was found and compromising the connection, causing the unit to fail the electrical continuity test. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii bronchovideoscope was found leaking during reprocessing. There was no patient involvement during this event. During the device evaluation it was discovered that the unit was not producing an image. This report is being submitted to capture the lack of image received with the subject device.